Manufacturer narrative:
Livanova (B)(4) manufactures the s5 system. The event occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The ups module was returned to livanova (B)(4) for further investigation. During evaluation, the reported issue was reproduced. The root cause was identified to be a component failure as a result of short circuit of a c16 tantalum capacitor. A replacement ups module was provided to the customer and the defective part was scrapped. No further issues have been reported. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that during the procedure the battery indicator was showing an orange error code. There was no harm. The clinician was unable to run a battery discharge test. There was no pt injury reported. The investigation is ongoing. A f/u report will be sent when the investigation is completed.

Event description:
Sorin group received a report that the procedure the battery indicator was showing an orange error code. There was no alarm. The clinician was unable to run a battery discharge test. There was not pt injury reported.